Manufacturer narrative:
(B)(4). The review of the manufacturing documentation showed no manufacturing errors during any step of the production process. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results. The instructions for use (IFU) states "during intubation, make sure that the tube is not bent or torqued in the area of the laser-guard foil and that the laser-guard foil itself is not in any way damaged. Therefore, always use an intubation aid (intubation stylet)".

Event description:
The customer alleges that the tube crimped below the plastic sheath. The device folded in half which resulted in the outermost covering cracking and exposing the layer below.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the tube crimped below the plastic sheath. The device folded in half which resulted in the outermost covering cracking and exposing the layer below.